Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of channel obstructed was confirmed. The reported foreign material (white and black fibers) found in the nozzle was likely a result of insufficient reprocessing. The additional evaluation findings are as follows: grip had a scratch, air and water cylinder had no color, suction cylinder had no color, switch box had a scratch, right and left knob had a scratch, up and down knob had a scratch, suction connector had a scratch, scope connector cover unit had a scratch, water supply volume did not meet the standard value due to clogging of nozzle, objective lens had a scratch, light guide lens had a crack, connecting tube had a cut, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope channel was obstructed. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle was clogged with foreign material and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was clogged with foreign matter, but it was not possible to identify the foreign matter. There was no physical damage to the area where the foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.